Manufacturer narrative:
The product has been returned back for investigation. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A low glucose reading issue with the use of the abbott diabetes care (adc) device was reported. The customer reported a glucose readings of 55mg/dl and 43mg/dl obtained on the adc device with a comparison to a blood glucose tests of 155mg/dl and 199mg/dl performed on a competitor brand meter, which when the results are plotted on a parkes error grid, fall into the c zone, showing the difference in values to be clinically significant. The length of sensor wear is 13 days. There was no report of death, serious injury, or mistreatment associated with this event.